Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that the motion calibration was lost. Completed motion calibration, and completed system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that the system was booted up this morning but was stuck in stand by mode. Multiple reboots were attempted but did not resolve the issue. There was no patient involved.